Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the main board was found to be the cause of the malfunction. The customer declined repair of the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.